Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. The customer's blood glucose (bg) level was 50 mg/dl. The customer declined to perform troubleshooting with tandem technical support regarding the low bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.